Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported system error 322 which was reproduced. A review of the event history log identified a single occurrence of system error 322 messages. The cause was not determined. The device was not fully evaluated for system error 322. The device will undergo full release testing prior to return to the customer in order to ensure proper function prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). The event occurred during testing at the biomed service. There was no known patient injury or medical intervention associated with this event. No additional information is available.